Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a loss of connection. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - additional, device availability- additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and perpetually rebooting. Receiver download and functional testing were unable to be performed due to perpetual rebooting. A pairing test was performed and failed due to perpetual rebooting. The receiver was opened, the ui pcba was detached to perform a download. A loss of connection was not confirmed during log review. A root cause could not be determined.